Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the ultra fast-fix´s t2 implant failed to secure. It is unknown if there was a delay. The procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: additional information: updated section a1, a2, a3, a4, b5, e1 and h6 (clinical code and impact code).

Event description:
It was reported that during an arthroscopy, the ultra fast-fix´s t2 implant failed to secure. The t1 implant was left secured in the patient, and the t2 implant was removed directly. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. However another device was returned. A visual inspection of this device revealed the device was returned in original packaging with the batch number 2076996 on the label. The t1, t2, and suture were returned on the needle. The t1 is behind the dimple. The variable depth straw has been trimmed. The needle assembly is bent. Bio debris is present. A functional evaluation showed the t1 could not be deployed due to its position behind the dimple. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. H11: h2: corrected data on: h6 (health effect - impact code).